Event description:
It was reported that two days post successful stent assisted angioplasty procedure, the patient's condition deteriorated. Imaging revealed a clot close to the proximal aspect of the implanted stent within the distal right vertebral artery. There was complete occlusion of the distal right vertebral artery at the stenting area site; extending proximally to the area of the takeoff of the right posterior inferior cerebral artery (pica). The physician performed a thrombectomy and administered 5mg of repro intra-arterially resulting in complete revascularization of the stent; however a small amount of the thrombus remained proximal to the stent in the pica area. A loading dose of brillinta was administered by intra-venous infusion. It was reported that six days post the thrombectomy procedure the patient became comatose and developed a persistent vegetative state. As per family¿s instructions, the patient was made dnr and extubated passing away shortly thereafter.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specification. The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. However, the reported thrombosis and patient outcome of death are known risk associated with endovascular procedures and are listed as such in the direction¿s for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
It was reported that two days post successful stent assisted angioplasty procedure, the patient's condition deteriorated. Imaging revealed a clot close to the proximal aspect of the implanted stent within the distal right vertebral artery. There was complete occlusion of the distal right vertebral artery at the stenting area site; extending proximally to the area of the takeoff of the right posterior inferior cerebral artery (pica). The physician performed a thrombectomy and administered 5mg of repro intra-arterially resulting in complete revascularization of the stent; however, a small amount of the thrombus remained proximal to the stent in the pica area. A loading dose of brillinta was administered by intra-venous infusion. It was reported that six days post the thrombectomy procedure, the patient became comatose and developed a persistent vegetative state. As per family¿s instructions, the patient was made dnr and extubated passing away shortly thereafter.

Manufacturer narrative:
Subject device implanted.